Event description:
The article, "perceval prosthesis implantation into challenging degenerated aortic valves: a literature review and case series", was reviewed. The article presented a case study of a 65-year-old male patient with a history of severely regurgitant bicuspid aortic valve and a 57mm dilated aortic root. It was reported in 2013, a 29mm epic valve was chosen for implant. It was successfully implanted. Approximately ten years later in 2023 the patient presented with acute heart failure symptoms secondary to a degenerated bioprosthetic valve. Transesophageal echocardiogram revealed severe aortic stenosis and moderate regurgitation. The degenerated calcified, rigid prosthetic leaflets and valve stent posts were excised. A non-abbott valve was implanted valve-in-valve. [The primary author was sumit yadav, department of cardiothoracic surgery, townsville university hospital, queensland health, townsville, qld 4814, australia with corresponding email info@sumityadav.com.au].

Manufacturer narrative:
As reported in a research article, perceval prosthesis implantation into challenging degenerated aortic valves. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.